Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the post-operative check evidence of lead displacement was noted. It was reported that both the right atrial (ra) lead and right ventricular (rv) lead was displaced and repositioning was performed. After the repositioning surgery, ra lead exhibited high undefined impedance and x-ray revealed that there was atrial connector block outside the channel. It was also reported that the patient experienced phrenic nerve stimulation at maximum output. Physician suspected grommet/setscrew issue with malfunction in the atrial port. The implantable pulse generator (ipg) and the leads were explanted and replaced. No further patient complications have been reported as a result of this event.